Event description:
The customer reported that an unknown amount of clear fluid leaked from the coulter lh 750 hematology analyzer during startup. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The customer technical support (cts) stated that customer replaced worn tubing at connected to feed through fitting (ff82) to resolve the issue. Field service did not visit site for this event. (B)(4).